Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and high ventricular rate (hvr) episodes were observed since implant. The stored hvr episodes indicated ventricular oversensing. Provocative testing was performed and the oversensing was not reproduced. An insulation defect is suspected; however, no intervention was performed at this time. The patient was stable and will be monitored.